Event description:
The complaint is reported as: "when puncturing the central vein, the catheter mandrel gets loss of access, requiring a new puncture and in some cases use of a new device, generating damage to the patient and rising costs to the institution." No additional information was available.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "when puncturing the central vein, the catheter mandrel gets loss of access, requiring a new puncture and in some cases use of a new device, generating damage to the patient and rising costs to the institution." No additional information was available.

Manufacturer narrative:
(B)(4).